Event description:
It was reported that the audible alarm sound on the customer's pump was quieter than usual and difficult for the customer to hear. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.